Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the main motor was making a clinking noise and flow seemed to be low. Since the event occurred during preventative maintenance, there was no pt involvement.